Event description:
Pt was revised to address anterior thigh pain and pain upon arising. The femoral component was loose, with bony ingrowth on the lateral side only. It was noted that the pt was weight bearing immediately, but that the doctor now restricts for two (2) weeks.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.